Event description:
During service testing, the baxter repair technician reported an infusion pump with an underinfusion on channel a. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event. Although baxter attempted to obatin information, details were not available regarding addtiional information, patient demographics, medication involved, or pump programming. No additional information is known.